Event description:
Boston scientific received information that this lead was exhibiting shocking impedance measurements greater than 125 ohms in triad configuration. However, when programmed distal coil to device, shocking impedance was 88 ohms. These measurements were observed during an elective device replacement procedure. The caller was inquiring about recommendations. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant suspects an issue with the proximal coil. The consultant provided the caller with two options regarding potential resolution. The physician is going to take the svc coil out of the shock vector, close the pocket and continue to monitor the patient. Defibrillation testing of 31 joules was performed in a distal coil to device configuration which produced a shocking impedance of 64 ohms. No other adverse events have been reported. This product issue will be updated if additional information is received.